Event description:
It was reported that on the oncology unit, a secondary infusion of unasyn in 100ml was programmed to infuse at 200ml/hr over 30 minutes; however the infusion completed in 15 minutes. There was a primary infusion of dextrose 5% normal saline that was infusing at 75ml/hr and a subsequent magnesium infusion that followed the unasyn. The customer stated that there was no patient harm.

Manufacturer narrative:
Patient was an adult. The customer¿s report of an over infusion of unasyn was not neither confirmed nor replicated. The pcu event log contained no obvious programming errors that would result in the reported event. The log indicates the infusion was programmed as a secondary infusion and ran for 30 minutes as intended. The starting/ending volume of the fluid containers cannot be determined through device logs functional testing performed found the pump module to be delivering fluid within specification. The starting/ending volume of the fluid containers cannot be determined through device logs. The disposable sets were not returned for investigation. The mechanism assembly was completely disassembled, and no anomalies were noted. The root cause was not identified.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that on the oncology unit, a secondary infusion of unasyn in 100 ml was programmed to infuse at 200 ml/hr over 30 minutes; but the infusion completed in 15 minutes. There was a primary infusion of dextrose 5% normal saline that was infusing at 75 ml/hr and a subsequent magnesium infusion that followed the unasyn. The customer states that there was no patient harm.